Event description:
It was reported that during routine follow-up of an asymptomatic patient, a loss of atrial capture and decreased sensing was observed. X-ray imaging revealed lead dislodgement. Upon opening the pocket, the physician noted evidence of twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.